Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited low pacing impedance and noise over-sensing which resulted in pacing inhibition. No intervention was performed. The patient was stable.